Event description:
Pt was revised to address tibial loosening and osteolysis. The insert also showed significant yellowing.

Manufacturer narrative:
Examination was not possible as no product was returned. A search of the warsaw and international complaint database did not find any additional reports of this nature for the product code/lot provided since its respective release for distribution. Although the root cause could not be determined, info provided indicates that osteolysis under the tibial component may have been a contributing factor to the loosening. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.